Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the hematoma was not device related.

Event description:
The patient developed a hematoma post implant of this device and explant of the old. The patient was taken back to or and hemostasis was obtained via opening the pocket and using electrocautery. This device remains actively implanted. Should additional information be reported, this event will be updated.